Manufacturer narrative:
(B(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information obtained from medtronic stated that the customer reported blank display, physical damage and moisture damage as the pump was exposed in the pool. The insulin pump did not cause any medical intervention. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage, blank display and exposure to moisture found on 13-may-2022. Insulin pump was received with a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Insulin pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Insulin pump was cut open to perform visual inspection and found j7 power connector becoming loose from electrical board 1 due to corroded electrical board 1. Corrosion was also found on the electrical board 2, force sensor, motor assembly and vibrator assembly. Slight corrosion was also found on the battery tube assembly noted. Electrical board 2 was cleaned using isopropyl alcohol and swapped out with a working test electrical board 1, case, internal battery and motor. Using the battery simulator, the insulin pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from electrical board 1 due to corroded electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed at the insulin pump case. Unable to download history files and traces using thus due to blank display. Blank display was confirmed due to j7 power connector becoming loose from electrical board 1 due to corroded electrical board 1. During visual inspection, corrosion was found on the electrical board 2, force sensor, motor assembly and vibrator assembly. Slight corrosion was also found on the battery tube assembly noted. Insulin pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.